Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient noticed leaking in the cartridge chamber. All 3 of the cartridges patient has used have leaked into the chamber. Patient has thrown 2 of the cartridges away but has one available to send back for investigation. No adverse event alleged. A request was made for the return of the device.